Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump immediately due to not having a charger available, and technical support provided information on how to reset the pump, with plans for a follow-up.